Manufacturer narrative:
(B)(4). A complaint of misassembly was received from the customer. One sample was returned for investigation. Through visual inspection the customer complaint was verified. One of the sets smart sites was missing the blue component on the inside. It was also observed that the set was missing a drip chamber. A device history record review for model 2452-0007 lot number 20076190 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jul2020. There was no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for both defects is an error during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. One unopened sample was returned for investigation. Through visual inspection the customer complaint was confirmed. One y-site (p/n:ts605476-200) was missing the inner blue component. It was also observed that the set was missing a drip chamber (p/n:11689550). The root cause for both defects is an error during the assembly process.

Event description:
It was reported that the gem 10dp 3ss vlv 2ck vlv, dehp-free experienced a missing component. The following information was provided by the initial reporter: material #: 2452-0007, batch/ lot #: 20076190. One of the valves was missing the inner blue part.